Event description:
Additional information was received from a patient. It was reported that the patient had an appointment with the health care provider (hcp) on (B)(6) 2016 and the implantable neurostimulator (ins) wasn't checked even though it would be 5 years on (B)(6) 2016. The patient set up a battery replacement on (B)(6) 2016 but due to scheduling issues the surgery was changed to (B)(6) 2016. It was also noted that the tremors and elective replacement indicator (eri) were resolved as the battery was replaced.

Event description:
Information was received from the consumer via a family/friend who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient went to check the patient programmer battery status and they saw elective replacement indicator (eri) on the programmer screen. They were assisted in checking the battery status and the patient programmer was at 75%. The implant battery voltage was 2.22 volts. It was further stated that the patient started having tremors. This was considered a sudden change in therapy/symptoms. Follow-up was done to obtain information related to troubleshooting and outcome but no additional information has been received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.